Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the junction of line from cells to filter chamber of a blood solution set. Approximately 10ml of leakage occurred. The reporter stated that the open/damaged area was at the top of the blood filter where the hardened plastic of the filter chamber encases the two separate tubing parts that would be connected to the blood product and saline bags. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional test and visual inspection were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.